Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic resection procedure, the device's button that provided the production articulation broke off or ruptured. It was then replaced with a new one so as to complete the case. There was no patient injury in this event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the articulation cover assembly was completely disengaged, the rotation knobs were cracked at the weld and the firing rod exhibited indentation. The rotation knob was cracked at the weld. Evidence of proper welding assembly was noted. Functional testing could not be performed due to the noted damage. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed articulation lever disengagement may occur if the lever is mishandled during use. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.